Manufacturer narrative:
Review of well images indicates that a balance strip was used for the group assay- a black ring was seen around the well images. No error was generated. Supplies portion of test result report revealed a flag on the cmt strip manually edited. Event log review: balance strip was unreadable. The log also indicated an edit of the strip ID occurred. After edit of strip ID, the log indicates that the strip is a cmt strip instead of a balance strip. The issue is due to user error.

Event description:
Customer reported that echo performed testing on balance strip wells instead of cmt strip wells. No errors were generated. Liquid was detected in the balance strip after testing was performed. No liquid was seen in the cmt strip. The echo reported an o positive result for the sample.